Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies and observed that the system pcb assembly had burn damage between filters fl206 and fl157 and also at pin 20 of jack connector j2.

Event description:
The customer reported that their device is not booting up properly. The device would not have the ability to function on a patient, if needed. There was no patient use reported to have been associated with the reported failure.